Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2018, this patient was implanted emergently with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm rupture. On (B)(6) 2018, follow-up imaging identified an type I proximal endoleak on the trunk-ipsilateral leg component with aneurysm enlargement of an unknown amount. It was reported the cause of the endoleak was proximal neck angulation (angulation amount unknown). On the same day, the type I endoleak was treated using multiple endostaples. It was reported the endoleak was resolved. The patient tolerated the procedure.